Manufacturer narrative:
(B)(4).

Event description:
It was reported that discomfort during use of the dexcom device occurred. The sensor was inserted into the abdomen on (B)(6) 2020 at 12:28pm. The patient stated he started to feel pain in his abdomen at 12:45pm. On (B)(6) 2020 at around 11:30 am the pain got so severe that he thought it was appendicitis, so he went to the emergency room (ER). His doctor performed computed tomography (CT) scans, but no further medical issues were found. The doctor thought the pain was caused by the dexcom sensor and advised the patient to remove it. He was given two morphine injections, one at 2:30 pm and the other at 6:30 pm (dosage unknown). He was also advised to take hydrocodone 15 mg every 6 hours as needed for pain. The patient reported that the pain subsided with the medications. No product or data was provided for investigation. Problem could not be confirmed and root cause could not be determined. No additional patient or event information is available.